Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire started to flake as the doctor was placing the stent. The procedure was delayed for 45 minutes while the doctor retrieved the pieces.

Manufacturer narrative:
Received 1 used nitinol guidewire with the wire shavings. The reported event was confirmed; however, the cause is unknown. During the visual inspection, it was noted that the jacket of the guidewire was torn from different sections.; however, the internal wire was not damaged. The dimensional evaluation is as follows: outer diameter = 0.0365 in (specification is 0.037 in ± 0.001 in). The sample was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract; do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval; do not use retrieval device while the guidewire is in placer; to do so may cause damage to the guidewire; avoid contact with sharp edges as this may cause damage to the polyurethane jacket requiring retrieval; attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy; do not advance or withdraw a guidewire when resistance is encountered as perforation could occur; sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire allegedly began to flake as the doctor was placing the stent. The procedure was prolonged 45 minutes while the doctor retrieved the pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire started to flake as the doctor was placing the stent. The procedure was delayed for 45 minutes while the doctor retrieved the pieces.